Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarm during basal. Customer's blood glucose level was 400 mg/dl. Customer did not treat with manual injection. Customer will bolus with pump. Customer performed a 5.0u fixed prime and stated that the insulin did not exit and pump alarmed no delivery. Customer accidentally did a pump rewind and tried to do a manual prime, but the pump alarmed. Troubleshooting was performed and insulin exited the tubing after customer manually pushed plunger in the tubing. Customer ran a manual prime and the pump did not alarm no delivery. Customer was advised to return the infusion set. Customer successfully delivered a bolus at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Reference manufacturer report number: 2032227-2014-59903.